Manufacturer narrative:
B5: it was reported that the patient experienced tunnel infection which was reported as the cause of the peritonitis event. Based on this additional information, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
B5: it was reported during follow up that the patient experienced peritonitis manifested by cloudy effluent and was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route and frequency were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.